Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and associated implantable transvenous defibrillation lead, implanted for 3 months, exhibited out of range shock and pacing lead impedance measurements, >125 ohms and >3000 ohms, respectively. The patient is having an elective upgrade to a biventricular device and the local guidant representative wanted to verify the integrity of the lead.